Event description:
It was reported that the patient underwent revision surgery involving their artificial urinary sphincter (aus) due to a hole in the device. The cuff was explanted and replaced. There were no patient complications.